Manufacturer narrative:
Zimvie complaint number cmp (B)(4) since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Fracture of the head of the abutment observed by the dentist. Impossible to remove the fractured fragment inside the implant and was removed procedure not completed.